Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the crew attempted to use the ez-io kit on a cardiac arrest and the drill did not work. The patient care was not affected as the crew used the big gun instead.

Manufacturer narrative:
(B)(4). This is notification that the initial MDR, submitted on 05/12/2016, and the follow-up MDR, submitted on 06/16/2016 will be voided. Additional information has been received by the customer, and it was determined that this will not be a reportable event.

Event description:
The customer alleges that the crew attempted to use the ez-io kit on a cardiac arrest and the drill did not work. The patient care was not affected as the crew used the big gun instead.

Manufacturer narrative:
(B)(4). A review of the certificate of conformance (c of c) found that the driver passed all release criteria. The device was released in 01/2014 and is approximately 2 years old. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause identified. If the sample is returned a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the crew attempted to use the ez-io kit on a cardiac arrest and the drill did not work. The patient care was not affected as the crew used the big gun instead.